Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) level was 480 mg/dl. Customer went to the emergency room and was treated with insulin; method of insulin delivery was not provided. Customer was discharged the same day with the issue resolved and no permanent damage. Reportedly, the malfunction alarm was cleared, and insulin delivery was resumed successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.